Event description:
Invalid result (s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and dispensed the 4 drops into the s well. The kit was purchased at cvs.

Event description:
Invalid result (s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and dispensed the 4 drops into the s well. The kit was purchased at cvs.

Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov2020194. No abnormal issue was found in the manufacturing process, technical testing and quality contol inspection, the manufacturing process complied with the dmr. Test results of retention samples met with the qc criteria. The reported issue was not found, this complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.